Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of not powering up and no evidence of water was found on the inside of the external pulse generator (epg). It was noted that the lock button was collapsing (out of specification mechanical) and the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not power up and it may have gotten wet. The product has been retuned for service. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.